Event description:
It was reported that the anchor inserter felt off inside the patient's joint. No patient injury reported. There was a delay on the surgery.

Manufacturer narrative:
The reported speedlock device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. From the information provided, anchor inserter felt off inside the patient's joint. Without the reported product a visual evaluation cannot be performed and customer's complaint cannot be confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending or twisting the inserter handle during and after insertion might damage the implant or result in incomplete insertion. Implanting the anchor in poor quality bone or where bone quantity is limited. Incomplete insertion or poor bone quality may result in implant pullout. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.